Event description:
It was reported that the patient had suture bridge procedure in (B)(6) 2012 and now has a reaction cyst that showed up on x-ray. Patient complained of pain, swelling and discomfort. Skin is very sensitive to touch at the insertion site of the bio-pushlock from the suture bridge convenience pack. No culture was done. Revision was done on (B)(6) 2012. All anchors were removed and another manufacturer's bone filler used. Achilles tendon was then sewn together and closed. There have not been any further incidents reported on this patient. She is doing fine to date

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this type event is an adverse reaction the patient to the material(s) implanted. Product directions for use warns adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.